Event description:
The pt called liefescan (lfs) in 2005 and alleged that his test strips were damaged. Medical affairs attempted unsuccessfully to reach the pt for more clinical info. A letter has been sent as a second attempt.it would be helfpul to know if the pt was able to test on his meter and if not, for how long was he unable to test.it wouldhave also been helpful to know what the pt blood glucose result was at the time of symptoms. The pt reported that the test strips were cracked on the tip. He contacted emergecny services as he was feeling nauseous at the time. No blood glucose results were reported from any other devices. The pt did not report any treatment; he only stated that he was given test stirps. The pt reported that he was using the correct testing technique. Replacement test strips are being sent to the pt.